Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The distributor reported a product issue on behalf of the patient/product user. The reporter explained that the listed tracheostomy tube was in use with the patient for one hour when the patient's ventilator alarmed. The patient's mother checked the tracheostomy tube's cuff pressure and found it low; in response, the patient's mother re-inflated the tracheostomy tube cuff. Approximately one hour later, the ventilator alarmed a second time. In response to the second alarm, the patient's mother replaced the patient's tracheostomy tube. The reporter indicated that no patient injury occurred in response to the event.

Manufacturer narrative:
Additional information was received by the manufacturer. The reporter provided the product lot information. Therefore, the lot and manufacturing dates (product origination/expiration) have been provided in this MDR.

Manufacturer narrative:
One tracheostomy tube was returned for device evaluation. A device history review of the reported lot revealed no non-conformities during manufacturing. Visual testing found no abnormalities or defects with the returned device. During functional testing, the device cuff was inflated with 20 cc of air; the device was then allowed to rest for approximately six hours. After six hours, the pressure in the cuff was checked; the cuff remained fully inflated and 20 cc of air was removed upon deflation of the device. The cuff was then re-inflated with air and the entire device was submerged under water. No bubbles (indicating a leak) were observed escaping from the device. No fault was found with the returned device; therefore, no evidence was obtained to suggest the reported event was related to an intrinsic product problem.